Event description:
It was reported that during an unknown procedure, the device did not fire completely on the first firing. It partially fired and would fire no more. A second cartridge was loaded and was fired sucessfully. There were no adverse consequences to the patient.

Event description:
The customer reported to baxter during an on-site visit that a colleague infusion pump experienced a no alarm. There was no patient injury or medical intervention associated with this report. There is no additional information available.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
It was noted in the initial submission for this event (MFR #2015691-2009-11919) to reference a related event under the same patient identifier number; however, it was determined that that event is not reportable to the FDA. Please disregard.

Event description:
It was reported that the device was explanted after an implant duration of approximately 4.6 months. On 10/16/2009 (through follow-up with the health-care provider), it was learned that the device was explanted, due to recurrent severe tricuspid insufficiency.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Patient also had another valve explanted. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.